Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 3 years and 2 months post implant of a 23mm sapien xt valve, a 23mm sapien 3 valve was implanted during a valve in valve procedure. No further information regarding the reason for the valve in valve procedure is available at this time. Both valves remain implanted in the patient.

Manufacturer narrative:
Thv/tvt registry. Medical record review revealed during the index transfemoral tavr procedure, a 23mm sapien xt valve was implanted. Post initial tavr, transthoracic echocardiogram (tte) revealed moderate to severe paravalvular leak (pvl). The patient was returned to the or and the valve was re-dilated, reducing the pvl to mild with a mean gradient of 13 mmhg on day of discharge from the hospital. The patient did well post procedure and was discharged to home in stable condition on postoperative day (pod) 3. Approximately 2 years post valve implant (the exact date is unknown), the patient reported increasing shortness of breath (sob), syncope and significant palpitations while lying flat. The patient was deemed too high risk for open heart surgery to repair the aortic valve secondary to the liver cirrhosis. A valvuloplasty was performed for pvl. Approximately 3 years post valve implant, the patient reported significant sob with walking, significant palpitations when lying flat and the same symptoms as were experienced prior to the initial tavr procedure. The patient reported being markedly fatigued and unable to perform her activities of daily living (adl¿s). The patient also reported a dry, non-productive cough and non-radiating mid sternal chest pain on occasion. Tee showed an ef of 60%, an ava of 1.4cm2, a peak gradient of 19.2 mmhg and a mean gradient of 10.4 mmhg. Moderate pvl between the right coronary cusp (rcc) and the non-coronary cusp (ncc) that occupied approximately 30% of the circumference of the valve was also reported. The leak was associated with a large focal calcification at the intersection of the interatrial septum that may have limited stent apposition. The eccentric jet originated along the anteromedial aspect of the aortic bio-prosthesis valve and directly posterior along the anterior mitral leaflet. Mild central aortic regurgitation was also noted. Three years and 2 months post sapien xt valve deployment, during a valve-in-valve (viv) procedure, a 23mm sapien 3 valve was implanted within the existing sapien xt valve with excellent results. During the procedure, the patient developed a new lbbb. The patient was transferred to recovery in stable condition. The patient was monitored in recovery and transferred to the step down unit. No other actions were reported for the lbbb. On pod1, echo indicated an ef of 60%, a peak gradient of 29 mmhg and a mean gradient of 19 mmhg. The patient was discharged to home in good condition on pod2. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate the patient factors (severe aortic stenosis, compromised immune system due to methotrexate, cirrhosis of the liver, large focal calcification, diabetes, remodeling of the heart) likely contributed to the worsening pvl and central leak. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (valvular calcification) likely contributed to the lbbb during the viv procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.